Event description:
The device was returned for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, external visual inspection noted tool marks on the header with lead abrasion marks and anodization marks on the case from pacemaker pulses. An interrogation noted the device was in safety core with three errors. A review of the device memory indicated that the device stopped date and time functions nine days prior to explant. An attempt was made to fix the memory. The device was submitted for electrical testing and passed the tests. The cause of the device entering safety core was a result of corrupted memory.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the device delivered two shocks. The patient was then hospitalized for ventricular tachycardia (vt). Upon device interrogation, a warning screen was displayed, indicating that a fault code had occurred. The device had entered safety mode. Technical services was consulted and recommended device replacement. A revision procedure was performed and the device was explanted. No adverse patient effects were reported during the procedure.